Manufacturer narrative:
An event regarding a fractured trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been 1 similar previous reported event for this lot ID. Conclusions: the investigation concluded that the root cause was determined to be application of excessive force by the user.

Event description:
It was reported that dr. O. Was hand tightening a cancellous bone screw into a tritanium primary cup when the tip of the universal driver shaft broke off and remained inside the screw head. Surgeon noted the screw head was fully seated in the cup and proceeded with surgery with minimal delay.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that dr. (B)(6) was hand tightening a cancellous bone screw into a tritanium primary cup when the tip of the universal driver shaft broke off and remained inside the screw head. Surgeon noted the screw head was fully seated in the cup and proceeded with surgery with minimal delay.